Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received result of 7.6 mmol/l on the compact plus system and 20.9 mmol/l on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was further reported that the procedure was scheduled. Vascular access was obtained via the brachial artery. The lesion was approximately 10mmx3mm, concentric and de novo. The vessel was severely calcified. The lesion was predilated using an apex balloon.